Event description:
Hardware failure. In 2008, pt underwent a left hallux first metatarsal arthrodesis with an external fixator. On follow-up visits after surgery, the physician noted the fixator was loose and was re-tightened. After other follow-up visits, it was noted that there was displacement of the proximal phalanx. On the following month, the pt was taken for removal of left external fixator and revision of left hallux metatarsophalangeal fusion secondary to hardware failure.